Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, externalized conductors were noted under fluoroscopy on patient's right ventricular (rv) lead. No intervention was performed, and the lead is being monitored. Patient condition was stable.